Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2023. After approximately 7 months of implantation, the orbera balloon leaked. An additional endoscopic procedure was completed to explant the deflated balloon on (B)(6) 2023. There were no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: impact code f2202 captures the reportable event of additional endoscopic procedure.